Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The incident involved a chemosafelock bag spike on an unknown date. The reporter stated that after preparing endoxan, foreign matter was observed in an infusion bag. The reporter did not detect any anomalies in the product itself. There was unknown patient involvement and no report of patient harm.